Event description:
Olympus was informed that the pt had sustained a bowel perforation during a colonoscopy procedure. Olympus followed-up with the user facility via phone and in writing to obtain additional info regarding this report with no further details provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determine. This report will be supplemented if additional info becomes available at a later date.